Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 54 mg/dl, 140 mg/dl and 220 mg/dl. The customer was offered to troubleshooting for low blood glucose and declined. The customer the customer has always had this problem even before she has had the insulin pump so she was get the doctor help with that on february 4 was 24 mg/dl it was low and the february 6 was 62 mg/dl. The insulin pump will not be returned for analysis.